Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing dilaudid (2.5 mg/ml at 0.125 mg/day) and bupivacaine (1.25 mg/ml at 0.0624 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for routine pump replacement due to the elective replacement indicator (eri) being less than 4 months. While in pre-op, the healthcare provider (hcp) performed a catheter access study, but did not get any return of cerebrospinal fluid (csf). An external factor included the indura catheter having been implanted in 2010. Patient was taken to the operating room and placed in a right lateral position. The hcp first started by opening up the pump pocket and dissecting out the existing pump and proximal pump segment. They then attempted to aspirate from the catheter access port again, but still got no return of csf. The pump and proximal segment were removed, at which time they attempted to aspirate directly from the spinal segment of the catheter, but still got no return of fluid. They then attempted to pull the catheter through the pump pocket, but had the same results. At this time, the hcp opted to replace the catheter in its entirety. They then turned their attention to opening up the lumbar spine incision. The hcp dissected down to the existing catheter and removed it. They were given a new 8780 catheter that was easily placed at the t10 level. The new catheter was tunneled to the existing pocket and connected to the new pump. A final catheter access aspiration was completed with ample return of csf. Furthermore, given that cause of the obstruction and length of time of the catheter obstruction were unknown, the medication concentrations and dosing were reduced to prevent symptoms of overdose/toxicity. The event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n232686002, implanted: (B)(6) 2010, explanted: (B)(6) 2022 product type catheter p roduct ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type . Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-apr-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.